Event description:
Device report received from synthes (B)(4) reports an event in (B)(6) as follows: patient was a passenger on a motorcycle involved in an accident. The patient suffered a left displaced intertrochanteric fracture. The surgeon took 6 days to plan the procedure. A trochanteric fixation nail was placed with proximal locking with a spiral blade. Verification on the image intensifier with ap and lateral measurement and noted the 110mm spiral blade had perforated the anterior cortex. The blade was removed and a shorter, 105mm blade, was placed. After insertion the surgeon attempted to remove the connecting screw and the tip broke leaving a part of the thread inside the blade. The surgeon proceeded to the distal locking pin, performed a layered closure and procedure was completed without complications. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Lot number provided is not a valid synthes lot number. Placeholder.